Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the device identified: white particles were found on the inner and outer surface of the device. A crease consistent with a folded device was noted. Wear abrasion and discoloration on the shell of the device. A linear opening was found on the valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported "found to not have a leak, but that it appeared the implant had lost fluid," ¿pain," ¿mental anguish,¿ and ¿loss of the capacity for the enjoyment of life." Patient representative additionally reported patient ¿suffered bodily injury ¿suffering¿ disability, disfigurement¿; these events are not related to the device. Device has been explanted. This record is for the right side.